Event description:
The manufacturer became aware of a study from ¿royal devon and exeter hospital, UK¿. Which was published in march 2008. The title of this study is ¿tibiotalocalcaneal arthrodesis with a compressive retrograde nail: a retrospective study of 59 nails¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported which occurred between 2005 and 2011. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 30 complaint were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses superficial infection. 1 out of 5 cases.

Manufacturer narrative:
Corrections in d1 (as reported description was revised to unknown posterior to anterior calcaneal compression screw). New information in b2 and h6 patient and device code. This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from ¿(B)(6) hospital, (B)(6)¿ which was published in march 2008. The title of this study is ¿tibiotalocalcaneal arthrodesis with a compressive retrograde nail: a retrospective study of 59 nails¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported which occurred between 2005 and 2011. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 30 complaint were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses superficial infection. 1 out of 5 cases.